Event description:
It was reported that a customer experienced issues with a device where the screen appeared foggy, making the pump screen difficult to read. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further action was taken by technical support at this time.